Event description:
It was reported that following sedation of the patient, this rezum generator displayed a red light and message to call support/replace the unit. An unspecified error message was observed and restarting the generator was attempted but did not resolve the issue. As a result, the procedure was canceled to be rescheduled on another date. No patient complications were reported.

Event description:
It was reported that following sedation of the patient, this rezum generator displayed a red light and message to call support/replace the unit. An unspecified error message was observed and restarting the generator was attempted but did not resolve the issue. As a result, the procedure was canceled to be rescheduled on another date. No patient complications were reported.

Manufacturer narrative:
Upon receipt, the rezum generator was thoroughly inspected and analyzed. Courtesy message 210 (temperature reading is above 590 degrees c) was confirmed to be present and reproducible. The internal device cable was replaced, and the issue resolved. The generator additionally received a plastic enclosure upgrade. The generator passed all functional and electrical safety testing. Based on the results of this investigation, the most probable cause of the event was determined to be the result of the observed component failure.